Event description:
It was reported that at the user facility, the device was unintentionally running while it was in safe mode. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the locking cam was frozen, which can lead to the reported event.

Event description:
It was reported that at the user facility the device was unintentionally running while it was in safe mode. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.